Event description:
The patient services representative (psr) of a (B)(6) male patient contacted lifecor customer support to report that the patient was receiving "check belt" messages. Support had the psr perform manual recording and download. The download revealed no rate on either channel. The psr exchanged the patient's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. The jacket had holes in it as if someone/something had tried to bite it. These internal shorts caused noise in both the side-to-side and front-to-back channels. The monitor signal would also get shorted when this cord was manipulated. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. The electrode belt was repaired, retested and restocked. No adverse event resulted from the electrode belt cable problem. The patient received a replacement electrode belt.